Event description:
It was reported by the patient, that she underwent a gastric band procedure and post x-rays showed that the band had a kink in it and replacement would be required. During the band revision possible replacement procedure, it was determined that there were no problems with the band. The surgeon noted that the patient has some hepatic adhesions around the tubing near the stomach, which he indicate may have impeded the flow of fluid but this was not conclusive. The adhesions were removed. The band remains implanted.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.device remains implanted.